Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that thirty days post implant, this cardiac resynchronization therapy defibrillator (crt-d) device displayed a pocket infection. A scar resection was performed. This device remains implanted and no further issues were reported.